Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: 305916 batch#: 4235329. It was reported that the bd safetyglide needle pulled out of the hub. The following information was provided by the initial reporter verbatim: rcc received a complaint via email. Email(s) attached. Bd safety glide 25gx1" was used on patient and needle disconnected at the hub leaving the needle in the arm. Lot# 4235329 additional information provided: 1. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. The patient did not suffer any injury or adverse event. The needle came out of the hub and was left in the patient¿s arm after withdrawing the needle/syringe. The nurse immediately withdrew the needle and there was no harm to the patient. 2. Total number of occurrences? One.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(6). Supplemental MDR - needle pulled out of hub. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.